Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated type of investigation. H6: updated investigation conclusions. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. It should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. There is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code ¿d15: cause not established¿ is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. After multiple requests, specific lot number information was not provided for this device, but product type has been confirmed. Review of the manufacturing and sterilization records could not be performed as a valid lot number was not provided. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: codes b21 / c20 - product identification records for the alleged gore device were not provided. Therefore, a review of the manufacturing records could not be performed. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: implant #1: unknown ¿dualmesh¿. Implant #2 & #3 procedure and explant #1 preoperative complaints: on (B)(6) 2019: (B)(6). [Illegible signatures]. Pre-anesthesia evaluation. Asa 2. Weight 221 lb, bmi 31.0. History hypertension, non-insulin-dependent diabetes, asthma, obstructive sleep apnea, continuous positive airway pressure compliant, post-traumatic stress disorder, depression, ¿doesn¿t like to be bossed around,¿ obesity. Fasting blood sugar 162. Implant #2 & #3 procedure and explant #1: robotic-assisted recurrent incisional hernia repair with mesh. Excision of infected intra-abdominal foreign body (synthetic mesh). Robotic-assisted repair of right inguinal hernia with mesh. Implantation of bioabsorbable mesh x 2. Implant #1: gore® enform intraperitoneal biomaterial [gbfr0816/18686041, 8cm x 16cm] and implant #2 gore® enform preperitoneal biomaterial [gbwr1016/18643516,10cm x 16cm]. Implant #2 & #3 procedure and explant #1: on (B)(6) 2019 (same day surgery). On (B)(6) 2019: (B)(6), md. Operative report. Pre-operative diagnosis: recurrent incisional hernia with infected synthetic mesh. Right inguinal hernia. Post-operative diagnosis: same as pre-operative diagnosis. Assistants: (B)(6), pa-c. Anesthesia: general. Specimens removed: infected mesh. Estimated blood loss: minimal (less than 50 cc). Complications: none. Findings: upper abdominal diastases. Incisional hernia recurrence of umbilical and lower abdomen. Infected composix (dual) mesh. Direct right inguinal hernia. Large amount of omental scarring and adhesions to the infected mesh, anterior abdominal wall. Indications: 34-year-old male seen in the office with umbilical pain and a recurrent incisional hernia requiring surgical correction. Patient also had a right inguinal hernia that needs repair. Procedure: ¿under sterile conditions and general anesthetic, patient was prepped and draped in the usual sterile fashion. Incision was made in the left upper quadrant of the abdomen and a veress needle was inserted into the abdominal cavity. After checking with water drop and aspiration low flow, insufflation of co2 was started until 15 mm hg of intra-abdominal pressure were obtained. The veress needle was removed and a 8 mm robotic trocar was then placed. The camera was inserted and 2 additional 8 mm trocars were then placed under direct visualization, 1 in the left flank and another one on the left lower quadrant. Row was then advanced and docked. After the instruments were in place, I left my assistant at the patient¿s bedside while I moved to the robotic console. Once they are [sic] took over the control of the robots and began the dissection. We then took down the scarred omentum and return to into its normal intra-abdominal place. The dualmesh was then carefully dissected away from the anterior abdominal wall using electrocautery device and the robotic scissors. It was completely removed and sent for pathologic evaluation. A release of the right posterior fascia and transversus abdominis was done to be able to close the defect in a double layer. This dissection was taken down to the lateral attachments. The defect was then closed with 0 absorbable suture. First, the anterior fascia was closed and then followed by the posterior fascia. We then inserted the mesh and secured it to the middle of the defect with a suture that was used to close the fascial defect. Then the closure of the fascial sutures; the intra-abdominal pressures were decreased to 8 mmhg of intra-abdominal pressures. Secure strap tacks were used to hold the mesh in place. This secured the mesh circumferentially to the posterior fascia. All needles were then removed prior to continuing to repair the right inguinal hernia. An additional 8 mm trocar was then placed in the right lower quadrant of the abdomen under direct visualization so that the robot could now be docked to that trocar. We then began dissecting the preperitoneal space on the right inguinal region. Peritoneum was taken down to expose the inferior epigastric vessels, cooper¿s ligament, as well as the cord and sac. Dissection was carried medially to the symphysis pubis laterally to the structures using the scissors and electrocautery device. The pseudo-sac was closed using a 2-0 absorbable v-lock suture. Electrocautery device was used to secure hemostasis throughout our whole dissection as well as the vessel sealer. We then placed a 4¿ x 6¿ bioabsorbable mesh into the preperitoneal space covering the direct, indirect, and femoral spaces, and sutured it in place using 2-0 vicryl interrupted stitches. All sutures were used placed in the anterior abdominal wall except for the one that anchored the mesh to cooper¿s ligament. No stitches were placed below or on the iliopubic track. The peritoneum was then closed with 3-0 vicryl in a running fashion. The robot was undocked and trochars [sic] were removed without any signs of bleeding. Skin was loosely reapproximated 4-0 monocryl subcuticular closure. Sterile dressing was applied and patient tolerated procedure well. Then taken to recovery room in stable condition." On (B)(6) 2019: (B)(6) center. Implant sticker. Gore® enform intraperitoneal biomaterial. Ref: (B)(4). Sn: (B)(6). Exp: 2021-09-20. On (B)(6) 2019: (B)(6) center. Implant sticker. Gore® enform preperitoneal biomaterial. Ref: (B)(4). Sn: (B)(6). Exp: 2021-09-11. On (B)(6) 2019: (B)(6) center. Nursing intraoperative record. Wound class ii, clean contaminated. On (B)(6) 2019: (B)(6), md. Pathology report. Case number: (B)(4). Diagnosis: infected mesh: mild chronic inflammation with multiple foreign body granulomas identified within dense fibrous and adipose tissue associated with mesh material. Clinical history: hernia. Gross: received in formalin labeled ¿ (B)(6), infected mesh¿ (which corresponds to the submitted specimen requisition) is a roughly circular synthetic material consistent with mesh measuring 8 x 7 x 0.5 cm. One surface is slightly covered by a gray-tan thin layer of fibrous tissue. Representative sections are submitted in one cassette. Microscopic: a microscopic examination has been performed and the findings are incorporated in the diagnosis. Relevant medical information: on (B)(6) 2019: (B)(6), md. Operative report. Pre-operative diagnosis: recurrent incisional hernia. Post-operative diagnosis: same as pre-operative diagnosis. Procedure: bilateral myocutaneous and fascial cutaneous flaps (component separation) 15 cm x 10 cm. Repair of recurrent ventral hernia with retro-muscular mesh. Implantation of biosynthetic mesh (phasix 15 cm x 10 cm). Assistants: none. Anesthesia: general. Specimens removed: none. Estimated blood loss: minimal (less than 50 cc). Complications: none. Findings: midline defect with recurrence of incisional hernia secondary to migration of previously placed underlay mesh. Indications: 74-year-old male who previously had a robotic assisted incisional hernia repaired with an underlay mesh placement and seen in the office with a recurrence. Patient very symptomatic and could not do routine exercises or any type of work or heavy lifting without pain and disruption of his daily lifestyle. Description: ¿under sterile conditions and general anesthetic, patient was prepped and draped in the usual sterile fashion. Incision was made along the previous incision line and the old scar was removed using a 10 blade and electrocautery device separating the sac from the subcutaneous and creating a flap of skin and subcutaneous on the left side of the anterior abdominal wall as well as on the right side. On the left side, the flap was developed to approximately 10 cm from the midline and from the inferior portion to the epigastric portion approximately 15 cm to be able to repair a small hernia in that area of the epigastrium. Once we had circumferentially identified the rectus abdominis on the right and the left fasciocutaneous flap and a myocutaneous flap was since done to start our component separation. The first flap that was developed was a posterior flap on the left side where we separated the posterior fascia from the rectus abdominis muscle on the left, and this was carried all the way down from the smaller hernia in the epigastrium down to the lower abdomen. Laterally, we dissected all the way to the lateral border of the rectus abdominis muscle. Once we had completely developed the left-sided flap, we then moved to the right abdominal wall and repeated the procedure in the same fashion we did on the left. Once the posterior fascia was completely mobilized, we closed using #1 pds in a running fashion; over this, we laid a phasix mesh measuring 15 cm x 10 cm and secured it to the posterior fascia behind the rectus abdominis muscle. This was done using 0 pds interrupted stitches; finally we closed the anterior fascia using #1 pds in a running fashion. We then proceeded to close the skin with staples. A prevena dressing was applied to avoid seromas and help heal the repair quicker. Patient tolerated procedure well and was taken to the recovery room in stable condition." On (B)(6) 2019: (B)(6) center. Nursing intraoperative record. Wound class I, clean. On (B)(6) 2019: (B)(6) center [assigned]. Implant sticker. Phasix mesh. Bard. On (B)(6) 2020: (B)(6). Emergency room visit. Chief complaint postoperative bleeding from surgical site. Had incisional hernia repair on (B)(6) 2019. Had a drain which he decided to pull out this saturday on [ (B)(6) 2020]. Now having constant oozing of blood from superior pole of midline abdominal incision. Started today. Recurrent hernia repair on (B)(6) 2019. Former smoker. Alcohol use. No drug use. Abdomen healing midline incision with staple intact and constant oozing of blood from superior pole. Dr. (B)(6) discussed case with dr. (B)(6). Advised abdominal binder and will see in clinic later today. Applied 1 hour ago, has remained dry. Discharged. Impression postoperative bleeding, resolved. Follow up with (B)(6), md, general surgery. Follow up today. On (B)(6) 2020: (B)(6), md. Emergency room visit. Chief complaint surgical site bleeding. Started today. Seen in office on (B)(6) 2019 (hernia repair by dr. (B)(6), postoperative evaluation today, staples removed and hematoma evacuated). Abdomen soft and non-tender (dressing over surgical site with wet blood on lower part of dressing). Surgery was able to take down bandage, cauterize and replace bandage. Patient stable for discharge. Impression minor traumatic hemorrhage (surgical site / herniorrhaphy). Follow up with your primary care provider, (B)(6), md. On (B)(6) 2020: (B)(6), md. Procedure report. Pre-operative diagnosis: bleeding wound. Post-operative diagnosis: same as pre-operative diagnosis. Operative procedure: cautery of subcutaneous tissue and wound packing. Findings: patient with good granulating tissue with sites of previous areas of cauterization. On the cut edges of the abdominal wall there were sites of persistent oozing. Primary surgeon: (B)(6), md. Anesthesia: none. Specimens removed: none. Estimated blood loss: minimal (less than 50 cc). Complications: none. Other: description of procedure: once verbal consent was obtained from the patient, the wound was unpacked, the incision itself was approximately 15 cm long with flaps that were approximately 3 cm deep bilaterally, the wound base was cdi [clean, dry, intact] with viable tissue, no signs of bleeding, on the left flap there were 2 sites of persistent oozing which were cauterized until hemostasis achieved. The wound was then packed with damp kerlix gauze and an abd pad was placed over it. That concluded the case." On (B)(6) 2020: (B)(6), md. History and physical. Chief complaint bleeding from midline incision site. Status post ventral incisional hernia repair with mesh and component separation, noticed bleeding from midline incision site. The wound was opened while in clinic with evacuation of hematoma. A wet-to-dry dressing was placed. Presented to emergency department last night with ongoing oozing of blood through dressing. Additional cautery was performed, new dressing applied, presented today in clinic with ongoing oozing. Being admitted for further evacuation of hematoma and control of bleeding. History diabetes, osteoporosis. Denies alcohol, tobacco, drug use. Abdomen soft, midline incision opened up with evacuation of hematoma, slow oozing blood from subcutaneous tissue of abdominal wall. Assessment abdominal wall hematoma. Will be admitted to hospital. Go to operating room for evacuation of hematoma and cautery of any bleeding sites. High risk of significant complications, morbidity and mortality due to comorbidity, potential for multi-organ dysfunction secondary to injury / acute inflammatory process and need for emergent / urgent surgery. On (B)(6) 2020: (B)(6). [Illegible signature]. Pre-anesthesia evaluation. Asa 3. Weight 99 kg, bmi 29. History includes asthma, obstructive sleep apnea, continuous positive airway pressure compliant, diabetes type 2, post-traumatic stress disorder. On (B)(6) 2020: (B)(6), md. Operative report. Pre-operative diagnosis: abdominal wall hematoma in the subcutaneous tissue. Post-operative diagnosis: same as pre-operative diagnosis. Operative procedure: evacuation of abdominal wall hematoma and placement of negative-pressure wound therapy device. Assistants: none. Anesthesia: general. Specimens removed: none. Estimated blood loss: minimal (less than 50 cc). Complications: none. Findings: intact fascia. No specific area of bleeding noted. Old clotted blood noted underneath skin flaps in the subcutaneous tissue. Indications: 74-year-old male who is status post ventral incisional hernia repair with bilateral myocutaneous flaps and component separation with mesh who had a postoperative subcutaneous hematoma underneath his midline incision that developed acutely. He continued to have a slow oozing of blood despite evacuation and cautery in clinic and in the ER. For these reasons the patient was given the risks, benefits, alternatives and complications to surgery. Patient verbalized understanding wish to proceed. Description: ¿after informed consent was obtained, the patient was brought back to the operating room table and placed in supine position. General anesthesia was induced without complications. Preoperative antibiotics were administered prior to incision. The abdominal wall was prepped and draped in sterile fashion. A timeout was taken to identify the correct patient, the correct procedure being performed, all operating room staff were in agreement and the procedure continued. The midline incision was already opened. The wound pocked was explored and I manually evacuated old clotted blood from underneath the skin flaps. The fascia appeared healthy and intact. There is no obvious area of active bleeding noted. There was scant areas along the abdominal wall and dermis with slow oozing noted. The wound pocket was pulse irrigated gently until all clot was removed. Any oozing sites were controlled with electrocautery. Arista powder was placed in the base followed by the placement of a small negative pressure wound therapy device. This was placed to -125 mmhg with a good seal noted. Patient tolerated the procedure well. He was extubated and sent to pacu in stable condition. His wife was notified via telephone of his condition and findings." On (B)(6) 2020: (B)(6) center. Nursing intraoperative record. Wound class iii, contaminated. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore that the patient underwent laparoscopic inguinal hernia repair on (B)(6) 2019 whereby a gore® enform intraperitoneal biomaterial was implanted. The complaint alleges that on (B)(6) 2019, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: hernia recurrence, mesh migration, component separation, severe and chronic pain/discomfort. Additional event specific information was not provided.